Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department following several shocks and therapy was programmed off. Boston scientific technical services (ts) was contacted to discuss whether the shocks were appropriate. It was discussed that the device's smart pass feature had automatically disabled, and that recent episodes showed evidence of a wandering baseline resulting in over-sensing. Additionally, mechanical noise was present, which was reproducible with pulse generator and sternal manipulations, but was not reproducible in the primary sensing vector. Ts advised that this could be the beginning of an electrode or pocket fracture, and that diagnostic imaging should be performed. It was stated that the system will most likely be left in the primary sensing vector prior to a system revision procedure. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.